Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device will be reported under a different MFR number (3005751028) moving forward. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device will be reported under a different MFR number (3005751028) moving forward. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk humeral head, modular humeral stem 12 mm 00430001213 62982676. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00234.

Event description:
It was reported during a clinical study that the patient underwent a total shoulder arthroplasty. At the five years follow up, it was reported that the patient experienced atraumatic shoulder dislocation. No additional patient consequences were reported.